Manufacturer narrative:
(B)(4). Closing trigger top. Batch # m53e0d. The ec60 device was received for analysis with the clamping mechanism damaged and with no cartridge reload present. The returned device was tested for functionality with a test cartridge reload by loading it into the device. The functional test demonstrated that the staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. Upon firing the device was disassembled to verify the integrity of the internal components; the closure trigger return spring post was damaged and the closure trigger spring was disengaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure; the device would not fire at the second firing with a blue reload. The procedure was completed using other products. There were no adverse consequences for the patient reported.